Manufacturer narrative:
A review of radiographic images of ap, lateral views and CT scan show device fragment about 15mm from l4 pedicle screw. Fragment appears large, at least 1 cm in length, 3mm in diameter. No further conclusions can be drawn from the images.

Event description:
It was reported that during a procedure, the tip of the screw driver broke off and remained in the patient. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.